Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to the implant procedure, the physician had difficulty operating the screw mechanism. The physician elected to no longer use and replace the lead. The patient was in stable condition.